Event description:
During an aortic valve implantation, the suture pulled through the pledget. The pledget was free on the ventricular side. There was no adverse patient outcome or extended surgery time.